Event description:
The smartneedle broke when the user was using it to gain access. Another smartneedle was used to gain access and it was reported there was no impact to the patient as a result of the breakage.

Manufacturer narrative:
User facility threw device away.